Event description:
Tip of harmonic scalpel broke off of instrument while being used in patient's abdomen. The active blade piece was visualized in the abdomen, right side wall of pelvis, and removed. No harm to patient.